Manufacturer narrative:
Patient information was not made available from the site. 01/14/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. 01/15/2016 a medtronic representative chexked the navigation system functionality and found no issues. 01/20/2016 software investigation was completed. Analysis of the logs do not contain anything that specifically indicate why the system became unresponsive. .this issue was documented in a medtronic software anomaly tracking database. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported that while in an ear, nose & throat (ent) procedure the previous day, the site's navigation system became unresponsive. The site performed a hard system re-boot, and after they loaded the ent software and went back to the navigate screen, the navigation system would not recognize some of their instruments. The biomed representative reported that the site could not see them in the tracking view. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.